Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a magnetic resonance imaging (MRI) procedure, impedance measurements were checked for a deep brain sti mulation implantable pulse generator (ipg) in the right subthalamic nucleus (stn). The monopolar pair c-4 measured 3004 ohms, and bipolar impedance measurements ranged from 858 to 3200 ohms. Due to the high impedance values, MRI was not recommended. Troubleshooting was not required, and the issue was not resolved through troubleshooting. No patient complications have been reported as a result of this event.